Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The event of a scheduled ipg replacement was reported to abbott. The ipg was inoperable. The patient last had therapy and last successfully recharged over a year ago. It was reported the patient had not stopped recharging. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over a year. Ipg was explanted and replaced to address the issue.